Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit passed the following functional tests: displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. Using the bolus wizard feature, the unit was able to program several test blood glucose values for food grams. The unit properly calculated the estimate total boluses. All boluses delivered properly. The test blood glucose values and the test values for food grams and the estimate of total boluses were all listed in the bolus history screen. No bolus anomalies or history anomalies were noted. The unit had minor scratches on the display window, scratched casing, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose exceeding 600 mg/dl. She was vomiting as a result of the hyperglycemia. She treated with manual insulin injections. Troubleshooting was initiated to inspect the insulin pump. There were no apparent anomalies with the pump; however, a high pressure test was performed and the pump alarmed with no delivery. The customer also mentioned that her doctor did not identify any carbohydrate information in the pump's history. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.